Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is manufacturing. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that due to the following device trend report tnd-00128 to ensure the information is captured. Devices were found to have the tidal volume rebound problem. No patient involvement.